Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned to the manufacturer for physical evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient¿s cycler had a drain complication message during drain 4 of 4 and the patient cancelled treatment. When the cassette was removed, the patient contact noticed fluid leaking from the cassette. Follow-up information with the pd nurse revealed that the patient was able to complete treatment with manual pd therapy. The patient did not experience any adverse reaction or require any medical intervention. The patient was not prescribed prophylactic medication and did not have cloudy effluent. The patient has since received a replacement cycler and continues regularly scheduled pd treatments with the cycler. The cassette is not available to be returned to the manufacturer for physical evaluation.